Event description:
A (B)(6), male, pt, contacted zoll lifecor customer support service to report that one of the pt's batteries displays the battery fault light when in the charger. The pt was provided with a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon evaluation, it was discovered that the battery pack had one or more defective cells. The root cause of the defective cells cannot be positively identified. Once the cells were replaced, the battery was fully functional. No adverse event resulted from the defective battery. The pt received a replacement battery.